Event description:
It was reported that cadd-solis vip alarms "air in line" when there is no air in line. No patient injury reported.

Event description:
Additional information received: there was no patient involvement and the event happened during bench test.

Manufacturer narrative:
H6) additional information was received indicating that the event occurred during testing; there was no patient involvement.

Event description:
Additional information received on 17-mar-2022 via email. Attached in complaint object: there was no patient's involvement and the event happened during bench testing.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. Additional information. A product sample was received for evaluation. Visual inspection showed tamper seal was missing. During functional check, the reported problem could not be duplicated. No problem found with downstream occlusion sensor. Tested pump with cassette and air in line alarm did not alarm. However, found air bubble in downstream sensor seal. The root cause of the issue was found to be an air bubble in downstream sensor seal. Downstream sensor seal replaced.